Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to an infection (site of infection not confirmed) and cholesteatoma. The patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.